Manufacturer narrative:
This is an oral complaint, i.e. The pacemaker was not available for analysis. Therefore, the quality documents accompanying this particular pacemaker and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker and the product lot. Particular with regard to the infection mentioned in the complaint the biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the device was not available for analysis. There were no deviations during the production process that could have been related to the problems mentioned in the complaint. The infection is not device related.

Event description:
Patient had guidant pacemaker used in a bi-ventricular configuration implanted in 2003. In fall 2006, noticed that part of device had eroded out of skin. No visual infection was noticed and device was explanted and replaced with this cylos dr. Leads were kept in the patient. Five months later, the new device had eroded out of the skin. Entire system (device and leads) were explanted yesterday due to suspected infection. Also included were: mdt 4068 rv lead, and guidant 4512 lv lead.